Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported a burning smell when she unplugged the printer. There was no smoking, sparking, charring, burning, melted plastic nor injury that occurred. The power cord was not frayed.

Manufacturer narrative:
Investigation conclusion: investigation of the returned printer did not replicate the reported complaint. Visual examination of the returned printer and power supply found no evidence of melting, charring, sparking, burning, etc. Examination of the print head found no residue or other abnormalities. The self-test was performed and no burning smell was observed. The case details were reviewed along with the complaint history on this printer type for the reported issue and no indications of a systemic issue were identified. Batch record review found no relevant non-conformances. A root cause could not be determined as the reported issue was not replicated during testing of the returned printer. Complaints are tracked and trended on a monthly basis.